Manufacturer narrative:
The complaint of the r wave amplitude being reported as less than the max sensitivity was confirmed. The cause of this issue is related to the timing of the sensing of event and the differences in resolution between the data used for sensing and the data used for reporting the amplitude. The device is performing per specifications and the reported amplitude is within the specified tolerance.

Event description:
During follow-up, the device experienced a diagnostic issue. The device was measuring values below the programmed maximum sensitivity during a right ventricular (rv) sense test. The patient was stable.